Event description:
It has been reported to philips that the system produced an error message of ¿fluoroscopy not available". The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system indicated an error ¿fluoroscopy not available¿. The customer resolved the issue by restarting the device. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.